Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubies sent from kent cr entered with proper expiration dates; however, when the cubies were loaded into the cabinet, the expiration dates changed to 1900 the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.